Manufacturer narrative:
This lead was explanted and will be returned to boston scientific. Upon receipt at our post market quality assurance laboratory, this lead will be analyzed. When additional information becomes available, this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed the lead had maintained original fixation j shape specification. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observation of lead dislodgement.

Event description:
Boston scientific received information that during a follow up visit this left ventricular (lv) lead was displaying high pacing threshold values. An x-ray confirmed that the lead had dislodged. A new lead was successfully implanted and measurements were good. No adverse patient effects were reported.